Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient is over 18 years. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned complaint device found no damage to the distal tip nor the catheter. The catheter shaft was found to be cut/fractured below the balloon, which is consistent with the event description. The investigation results are not consistent with the event description. The reported defect of distal tip bent and catheter kink was not confirmed, however difficulty inflating and deflation failed was not confirmed due to the damage of the catheter being cut. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) preformed on a male patient on (B)(6), 2011 (patient age and weight are unknown). According to the complaint, during the procedure, the balloon had difficulty inflating in the esophagus as the distal tip of the balloon was bent and there was as a kink noted in the catheter. After the physician saw the bend, he attempted to deflate the balloon without success leaving inflation medium of water in the balloon. The balloon was removed with the scope and the catheter was cut outside the patient. The dilatation was completed with another cre dilatation catheter. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) preformed on a male patient on (B)(6), 2011 (patient age and weight are unknown). According to the complaint, during the procedure, the balloon had difficulty inflating in the esophagus as the distal tip of the balloon was bent and there was as a kink noted in the catheter. After the physician saw the bend, he attempted to deflate the balloon without success leaving inflation medium of water in the balloon. The balloon was removed with the scope and the catheter was cut outside the patient. The dilatation was completed with another cre dilatation catheter. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.